Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. The outer tubing had blood/body fluid and the overlay was breached cut. Distal segment returned and analyzed. An x-ray analysis and destructive analysis were done and no fracture was found.

Event description:
It was reported that there was an audible patient alert for high pacing lead impedance over 3000 ohms and right ventricular capture threshold also raised to 3v at 0.4ms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.